Event description:
The account alleged that the head section would not raise. The account stated the original description was for the head section making noise. No injury reported.

Manufacturer narrative:
The account checked the bed and the bed functions properly and they could not get the head up function to fall.